Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is for lot 551842, medwatch with (B)(6) is for lot 551873.

Event description:
Caller reported advantage system blood glucose results of 280 mg/dl on lot 551842, 112 mg/dl on lot 551873 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.